Manufacturer narrative:
Conclusions: proximal aortic neck length. Results are: review of a 11 seconds video during index procedure revealed that the patient has an endurant stent graft system implanted. The bifurcate stent graft was implanted just below the left lowest renal artery. The contra gate opened on the right side. A contra limb was implanted into the contra gate with 3 cm overlap, and extended down into the right common iliac artery. The ipsi limb of the bifurcate was implanted on the left side and was extended with another limb down into the left common iliac artery. Per the calibrated catheter, the proximal bifurcate od measured approximately 25 mm at the level of the lowest renal artery, l-r. The proximal aortic neck was short, measured approximately 4 mm in length. The infra-renal aortic neck angle measured approximately 45 degrees, l-r, relative to the limbs. The suprarenal stents entanglement could not be clearly visualized from the video provided; it is possible that there was entanglement between the stents positioned on the left or on the right side. Contrast injection with injector placed above the suprarenal stents showed patent renal arteries. There was slight contrast seen outside the stent graft near the top of the sac, primarily along the right side of the bifurcate aortic body; this may be a type IV endoleak, but cannot rule out a proximal type I endoleak. Both limbs are patent and no other stent graft issues were observed. The pre-implant films, films during deployment and films taken during removal of the delivery system were not provided. The endoleak seen from the video was most likely a type IV endoleak, but cannot rule out a type ia endoleak. The exact cause of the removal difficulty leading to suprarenal stents entanglement and stent graft infolding could not be determined from the single video provided. It is possible that operator error, removing the delivery system prior to recapture the spindle in tapered tip, may have contributed.

Manufacturer narrative:
(B)(4). Evaluation conclusions: failure to follow instructions (did not recapture spindle prior to removal).

Event description:
An endurant stent graft system was implanted in patient for endovascular treatment of a 61 mm diameter abdominal aortic aneurysm. The proximal aortic neck diameter measured 25, 22, 26, 23, 25 mm from proximal to distal. The proximal aortic neck measured 46 mm in length. There was no proximal neck angulation. It was reported that during the index procedure, there was difficulty removing the delivery system after the bifurcate was successfully implanted. Prior to removal of the delivery system, the physician did not recapture the spindle in tapered tip and did not recombine the tapered tip with the graft cover. As a result, the spindle was caught on the suprarenal stents upon removal, which caused suprarenal stents to fold inward and become entangled. It was noted that the delivery system was successfully removed from the patient, but the suprarenal stent entanglement was left uncorrected. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.